Manufacturer narrative:
Updated fields - b4, b5, e1, g3, h2, h11. Corrected fields - h6 (investigation findings, investigation conclusion).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that during repair by a getinge service engineer (fse) cardiosave intra-aortic balloon pump (iabp) had a scroll compressor out of box failure (sn-(B)(6)). The drive regulator calibration nor the compressor output test would not function. A 2nd scroll compressor was installed and resolved the issue. All performance and safety tests according to factory specifications. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of the compressor output test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. All tests passed. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. At.

Event description:
It was reported during repair service that cardiosave intra-aortic balloon pump (iabp) scroll compressor had out of box failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.